Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be that the lead screw and both clutch halved were not operating as intended as a result of customer use, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pumps motor is not running and has a motor rate error and the plunger is stiff. No patient injury reported.